Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced vulvovaginal rash ("rash continually on my vagina"). The patient was treated with surgery (she undergone surgery for removal of essure). Essure was removed. At the time of the report, the medical device removal outcome was unknown and the vulvovaginal rash had resolved. The reporter considered medical device removal and vulvovaginal rash to be related to essure. Events: ¿concerning the injuries reported in this case, the following ones were described in patients medical record: medical device removal and vulvovaginal rash". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-oct-2019: quality safety evaluation of product technical complaint. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced vulvovaginal rash ("rash continually on my vagina"). The patient was treated with surgery (she undergone surgery for removal of essure). Essure was removed. At the time of the report, the medical device removal outcome was unknown and the vulvovaginal rash had resolved. The reporter considered medical device removal and vulvovaginal rash to be related to essure. Events: ¿concerning the injuries reported in this case, the following ones were described in patients medical record: medical device removal and vulvovaginal rash". No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.